Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and capsular contracture.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii, textured implants, and "possible leaking". Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe as it is a medical event that is not related to the device. ¿ anxiety¿product/procedure: unable to observe as it is a medical event that is not related to the device. ¿ deflation: observed, three openings on anterior side assessed as surgical damage. ¿ calcification: white calcification on the shell is observed. Additional observations: ¿ crease fold is observed. ¿ wear abrasion is observed. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: b5, d9, h3, h6.

Event description:
Healthcare professional additionally reported left "capsule calcified".

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.2., d.6b. B.5., h.6.